Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent a surgery in which screw was implanted inside the patient. Post-op, on an unknown date, the l5 screw broke right below the tulip. The patient also had complaints of back pain due to non-union. Hence, on (B)(6) 2017, a revision surgery was performed to remove the screw. During the removal of the screw, the sleeve of the extractor also broke. The screw was removed and replaced with 6.5 x 35 mm sas screw. No fragment of the broken screw or the broken extractor remained inside the patient. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.